Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. Customer¿s blood glucose level was not impacted. A replacement cable was sent to the customer to resolve the issue.